Event description:
Narrative: per discharge summary of (B) (6) 2010, discharge diagnoses- swollen eyes, shortness of breath, general. History of present illness- the pt is a (B) (6) male with a past medical history of hypertension, peripheral vascular disease, and alcohol abuse, who was transferred from the operating room status post prostate biopsy after having an exposure to latex. The pt has a latex allergy and has allergy previously documented as rubber allergy. The pt noted symptoms after the procedure was finished and asked if they had used latex, which they had. The pt began to develop hives and periorbital swelling. He felt itchy and was transferred to stepdown. Hospital course- in the stepdown unit, he was given diphenhydramine 50 mg intramuscularly. He was also started on solu-medrol 125 mg with one dose now and every eight hours. He was monitored overnight and was given compazine for nausea. Symptoms: dyspnea, pruritus and vomiting. Treatment drugs used: methylprednisolone: dose - 125, units - mg, freq - once, route - IV. Diphenhydramine: dose - 50, units - mg, freq - once, route - im. Prochlorperazine: dose - 10, units - mg, freq - once, route - im. Frequency - once. Route: top. Dates of use: (B) (6) 2010 thru (B) (6) 2010. Event abated after use: yes.